Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the registered nurse (rn) was requesting swap. The rn stated the hc was at the end of therapy and was displaying high drain 105. The rn stated there were no alarms. The technical service representative (tsr) tried to explain and arranged for swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported difficulty of high drain 105 alarm (increased intra-peritoneal volume (iipv) was confirmed in the device logs. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the min drain volume threshold. Device met specification for the reported issue of iipv. This issue is being investigated through a CAPA.